Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01072, -01074, -01075, -01076. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications.